Event description:
It was reported that the tip of the instrument was broken. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
The devices have not been returned to medtronic for evaluation. Unable to determine cause of the event.